Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 26 of the patient's mouth. Primary stability not achieved, implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2019, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.